Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had severe pain where the ins was located near the lower spine. The patient stated that she had been going to physical therapy for neck pain following a car accident so she was not sure if the pain near the spine was due to a pinched nerve with physical therapy or if it was related to the ins. The patient noted that she had been using a heating pad and the pain was so bad that she couldn't get out of bed in the morning. The patient also mentioned that she had this pain even with the stimulation turned off. The patient had since then turned stimulation back on again. It was reported that the car accident occurred a while ago and since getting into the car accident the patient saw their healthcare professional (hcp) who told her she had about a year left on the battery. The patient wasn't sure if the hcp checked the system but confirmed they did not have x-rays taken and this was prior to the pain occurring. The patient was redirected to their hcp. Additional information was received. It was reported that the pain was confirmed related to the device and has been implanted for approximately 5 years. The patient stated that she had been to her family healthcare professional (hcp) and she had an infection from the device. The patient confirmed she had been on antibiotics and has been to her hcp's twice. The patient also noted that the pain has not been resolved and the hcp ordered some pain medication on (B)(6) 2018. It was reported that the patient had some pinching in the spine. The patient indicated that she needed the device removed and a new device implanted as soon as possible. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.